Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7072293.

Event description:
It was reported that patients implantable pulse generator (ipg) was not providing adequate pain relief. Facility disposed of explanted products. No further information has been obtained.